Event description:
The sales representative reported on behalf of the customer that the 2001m adult/child=10kg radiotrans electrd,physiocontrolquikcombo device was being used during a hemodynamics procedure on (B)(6) 26 when it was reported ¿the application of shock in synchronized cardioversions, with maximum energy of 360 j, in af, leaves burns on the patient¿s chest (the outer edge). It is necessary to confirm the characteristics and gel of the electrodes.¿. Further assessment was attempted, and a good faith effort was completed with no information found. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised on the reported injury due patient obtaining an unknown degree of burn.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.